Manufacturer narrative:
Section h10: (h3): the engineering evaluation noted in the reporeted revision could not be determined, but was likely the result of either wear, loosening, infection, fracture, or instability. However, this cannot be confirmed because the explants were not available for evaluation and no further information was provided. (D11) concomitant devices: cocr femoral head 32mm, +10 offset 12/14 (cn: 142-3210, sn: (B)(6)).

Manufacturer narrative:
Concomitant medical devices: cocr femoral head 32mm, +10 offset 12/14 (cn: 142-3210, sn: (B)(4)).

Event description:
Revision of liner and cocr head - reason not reported.